Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on radius leak test and microscopic analysis was performed which identified: opening crease smooth on radius, sharp broken on plug strap, missing plug strap and voids are observed in the texturized area; however, workmanship is not considered as they are within the specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: missing plug strap due to inconclusive; an opening crease smooth on radius due to fold flaw opening; a sharp broken on plug strap due to an unidentified (tear) opening.

Event description:
Healthcare professional reports left side deflation. The device was explanted.